Manufacturer narrative:
The manufacturer received information alleging the active exhalation test step had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. A philips service engineer went to the customer site for this issue. The philips service engineer evaluated and determined the proportional valve and three-way solenoid valve had caused the active exhalation test step to fail on the device. The philips service engineer replaced the proportional valve and three-way solenoid valve to address this issue.

Event description:
The manufacturer received information alleging the active exhalation test step had failed on a trilogy ev300 device. There was no patient on the device at the time of this issue. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.